Event description:
Defibrillator was checked in the morning and was functioning properly. During a case with patient, zoll pads were on the patient, and when the nurse went to charge the defibrillator, it only charge for "internal pads" and would not go above 50 joules. No patient injury.technical assessment found that paddle end of the multifunction cable corroded. Replaced the multifunction cable, tested all functions and returned to service. Fluid in the connector caused the impedence change making the defibrillator sense internal paddles. Cable end should be kept dry.